Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). The patient stated that on saturday their controller was showing that they were charging their ins at ¿excellent¿ but their ins battery didn¿t progress at all. The patient stated that yesterday they were able to charge their ins to 100 percent, but today it was at 70 percent and the patient stated that their battery level didn¿t usually fall that fast (the patient stated that they typically charged once per week). The patient denied any falls/traumas and they stated that they hadn¿t changed their programming. Patient services had the patient reset their controller during the call and per repair they advised the patient to clean their contacts/controller port. The patient stated that they would call back if they had other charging concerns. The event occurred on (B)(6) 2020. No further complications were reported/anticipated.